Event description:
It was reported that a health care professional reported that during infusion the tip was clogged and the medicine did not come out of the syringe. There was patient involvement but no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.